Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed, loss of osseointegration was observed. The patient presented with type ii bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. Moreover, the dentist reported that the procedure of immediate load was performed.

Event description:
The clinician reported that 6 months after the dental implant was placed, loss of osseointegration was observed. The patient presented with type ii bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.